Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attempt to attach the cutter device to the medium attachment device and motor device failed as it would not lock. According to the report, the shape of the attachment was semicircular instead of rectangular. It was further reported that a standard cutter device was able to be attached. It was reported that there was no allegation of malfunction against the motor device. There were no delays in the procedure due to the event as a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.